Manufacturer narrative:
The puritan bennett (cse) was not authorized to repair the ventilator. The hosp biomed verified the malfunction. The unit passed extended self testing.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator. The hospital biomed verified the malfunction. The unit passed extended self testing.